Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. However, an internal clinical review was performed, suggesting that the event was caused by adverse patient anatomy. Per our IFU and the cook zenith physician reference manual, it is stated: "always use fluoroscopy for guidance, delivery and observation of any zenith aaa endovascular graft components within the vasculature." It also states, "the outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made."

Event description:
During a stent implant procedure, one of the barbs on the device punctured the aorta wall, causing bleeding. Patient expired.